Event description:
Information was received indicating that after preparing a new cassette and changing the smiths medical cadd extension set, the patient was not able to flush the set and the pump cadd legacy plus alarmed occlusion. Subsequently, the set was changed and the issue was resolved and the patient was able to proceed with the treatment (veletri). No patient consequences were reported. No adverse effects were reported.